Event description:
Reporter alleged blood glucose measured 152 mg/dl back to back with a result of lo when testing was performed 3 minutes apart. Customer stated having low blood symptoms at the time, however, no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.